Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous proximal left anterior descending (lad) coronary artery. After removing the 2.5 x 38 mm xience xpedition stent from the dispenser coil, when the protective sheath was removed from the balloon, the stent dislodged from the balloon and stretched. The stent was found stuck in the protective sheath. Resistance was felt during removal of the protective sheath. A non-abbott stent was used to complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent damage and dislodgement were able to be confirmed. The difficulties removing the protective sheath could not be replicated in a testing environment as the sds was not returned. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.